Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the programmer head's cable was worn and that the plastic anti-slip layer of the label had been ripped off. The cable and label were both replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis.